Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a pt death occurred. Four days prior to the pt death, it was reported that pt had a 2.50 x 12 mm taxus express2 drug eluting stent placed. The lesion being treated was located in the tortuous mid circumflex artery (cx). The physician used a non boston scientific guidewire. As the stent was deployed, the distal end of the balloon seemed more compliant and oversized. The stent deployed fine and pt is ok. No pt complications were reported. Four days post the stent placement, the pt was admitted to the hospital after falling, which was related to lightheadedness. The pt was hypotensive and dehydrated. The pt was hydrated and her condition improved. The pt coded later that day and was unable to be revived. The physician is unable to determine the cause of death. No autopsy was performed. Additional information has been requested.

Manufacturer narrative:
The root cause of the complaint incident could not be identified. From the condition of the returned device it was not possible to confirm the complaint incident. However due to the condition of the returned device, it was not possible to inflate the balloon. The problems experienced during our attempts to inflate the balloon is consistent with the large build up of solidified contrast media that was present in the balloon and inflation lumen. Device analysis can confirm that the balloon length was correct at 12 mm. However due to the difficulties experienced during our attempts to inflate the balloon, it was not possible to check the outer diameter specification of the balloon. It is noted that the device failed to meet specifications in its returned condition, due to the fact that it was not possible to inflate the balloon. However a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications.